Event description:
Patient presented to the physician with pockets of pus at the ipg incision site. Physician prescribed topical antibiotics and oral antibiotics. Patient presented back to the physician with crusting at the incision site. Physician prescribed steroids. This resolved the issue.